Event description:
Laparoscopic cholecystectomy procedure being performed. Event description as reported by surgeon in the or report: "during the dissection, because this gallbladder was so thick - walled and edematous and containing a stone, while grasping instrument broke. In spite of considerable time spent trying to recover it, it was impossible because this probably disappeared in the fat or tissues below, medial to the liver." Additionally, the incident reportedly did "not significantly" lengthen the time of surgery and did not require a conversion to an open procedure. The pt was discharged from the hosp in satisfactory condition. This event type is occurring below the frequency and severity that are usual for this device.